Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's stimulation turned off without them realizing. The physician pointed out the possibility of electromagnetic interference, but the patient said that they could not think of anything that could be the cause. The patient experienced problems with charging, so their family took them to the physician to have a medical consultation, which was when it was discovered that the stimulator was off. The physician turned it back on. It is unknown if the issue resolved.